Event description:
It was reported that while the ventilator was connected to a pt, it generated alarms for high oxygen concentration. There was no pt harm. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.